Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was r eported that the patient had a CT revealed that the proximal gate had a compression/stenosis and the iliac limb had a kink on the left side at the location of the distal aorta. The physician performed a left limb thrombectomy with placement of balloon expandable bare metal stents, resolving the event. The physician stated that the cause of the event was due to patient anatomy, a tight aorta measuring 22 mm in diameter. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).